Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed for no delivery. Customer¿s blood glucose was 284mg/dl at time of incident. Customer advised to discontinue use of pump and revert to back up plan as per hcp¿s instructions. Customer declined to troubleshoot for high blood glucose. Insulin pump will be return for analysis.